Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be defective hardware. The log file analysis shows that the system detected a mismatch in the two positioning sensors on the gantry longitudinal axle. As a consequence, the system movement speed was reduced. Upon investigation, the customer service engineer reseated the connectors to the positioning sensors and performed a linearity and end limit switch adjustment on the axle after which the system recovered. The cse tested the system and the intermittent behavior was eliminated. The affected positioning sensors have been readjusted and the system works as specified. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported being unable to move the c-arm. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.